Manufacturer narrative:
(B)(4). A philips sales rep reports that the device (demo unit) is inoperable due to the display not working. There was no reported pt involvement. The display was replaced by a philips field service engineer to resolve the complaint. The device was sent back to the sales team. We will consider this a malfunction of the display that caused the device to become inoperable.

Event description:
A philips sales rep reports that the device (demo unit) is inoperable due to the display not working. There was no reported pt involvement.